Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This patient went to the ER because they were being shocked. It was discovered that her leads were double counting the rv lead, which had dislodged. This lead was repositioned and remains actively implanted.